Event description:
Edwards learned through its implant patient registry that a second device, a model 9300tfx 23mm, was implanted in the same position replacing a 21mm aortic mitral valve, using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately nine (9) years and nine (9) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
The device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve replacement was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.